Manufacturer narrative:
The product was returned; however, evaluation could not be performed due to the condition of the return.

Manufacturer narrative:
The hospital confirmed the product is not available for evaluation. The investigation of this event is in progress. A review of device history record (DHR) did not find any non-conformities or anomalies related to the reported event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have caused or contributed to the event.

Event description:
A hospital reported that after implantation of an intraocular lens (iol) a crack was noticed in the optic of the lens. The lens was removed and resulted in an iris prolapse. The surgery was extended by 30 minutes with a back up lens implanted and 3 stitches being placed. Due to the complication the patient had to return to have an ozurdex placed at a later time.

Manufacturer narrative:
The hospital confirmed the product is not available for evaluation. A review of device history record (DHR) did not identify any anomalies or non-conformities that could be related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have caused or contributed to the event.